Event description:
The following report was received my medtronic (covidien): during a procedure, the physician approached the target lesion with the marathon microcatheter, and implanted a coil in order to reduce the flow, then started injecting onyx 18. However, the physician felt slight resistance. For that reason, he used another onyx, but still felt resistance. The physician stopped injecting onyx, and tried to take contrast image and found the marathon microcatheter bursted and onyx was leaking at the internal carotid artery (ic) near the ostial part of guiding catheter. The physician tried to retrieve the onyx but only half of it was retrieved, and the rest was left at the ostial part of the external carotid artery. Since the external carotid had flow and collateral circulation from the ic was observed, the physician was concerned about the remained onyx migrating to the internal carotid artery (ic) peripheral caused by additional treatment, and decided to follow closely without further treatment. For arteriovenous malformation treatment (avm), the physician used another marathon catheter and n-butyl cyanoacrylate (nbca) to continue. The second marathon microcatheter was delivered from another route to inject nbca. The vessel was not tortuous but small in diameter.,the physician considered the cause of the marathon microcatheter burst was deposition of onyx inside the catheter. He also thought of the possibility of fewer saline being used during preparation, and or the catheter lumen being damaged during implant of ed coil. The onyx left inside the patient was eventually retrieved by suctioning from the guiding catheter using solitaire fr 6-30. Per physician, it could not be identified which lot number of marathon microcatheter was the first one or the second one used during the procedure. Information received from the same report as MFR # 2029214-2015-00366.

Manufacturer narrative:
The onyx was not returned for evaluation; therefore the event cause could not be determined. The lot history record review was not possible since the lot numbers were not reported.(B)(4)